Manufacturer narrative:
Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The facility informed that the complainant part will not be returned for investigation/evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cannulated 3.5mm hexagonal screwdriver broke while a surgeon was removing a screw during a surgical procedure. There was no negative impact to patient and no delay in surgery. No additional information is available at this time. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. It is unknown if the complainant part will be returned to the manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. A service and repair review is in progress. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.